Manufacturer narrative:
The customer stated that they immediately turned the power switch off and unplugged the instrument. The smoking subsided and stopped. The parts are not available for return. A review of the photo provided showed black charring near the laird choke on the main board pcb indicating this was the source of the smoking. A blown choke will prevent the instrument from operating. No other component damage was noted. The root cause for the blown choke is unknown.

Event description:
The customer reported some smoke was coming from the rp 500. There was no patient involvement. There was no report of injury due to this event.